Event description:
It was reported that the left ventricular lead dislodged from the initial placement in the coronary sinus to the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.